Event description:
The manufacturer received information alleging a patient's co2 levels were elevated while using a ventilator. The patient was taken to a hospital and placed on another device. The patient fully recovered. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board needs replaced to address the issue.